Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was loose. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. 2 caps of IV extension tubing are very loose. Sometimes they fall off or are easily inadvertently disconnected when unscrewing IV tubing, syringe or blood collection device. This is a change. We are accustomed to more firmly place caps which has resulted in open IV sites, blood spillage.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there is a connection issue could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5313 lot number 24019046 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.